Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that ever since they got implanted, they had nothing but trouble with the stimulator. Pt stated that last night, they charged the ins for 2 hours until it was full, but the ins was already depleted after 8 hours. Pt mentioned that every time they try to charge their ins, they would lose all the programs. While on the call, pt was trying to charge their ins. When they tried to turn their therapy on, they got a message saying ¿unable to adjust therapy. The neurostimulator battery is too low. Continue charging to at least 10% and try again¿. Pt confirmed their ins was charging with ¿good¿ connection. They repositioned the recharger, they got ¿excellent¿ connection. Agent advised pt to continue to charge ins until full. Agent redirected pt to their healthcare provider and manufacturer representative to further address the issue.